Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer heard a faint beeping noise from her insulin pump. The customer pressed the act button, and no error message appeared. Troubleshooting was done for the beep anomaly. The customer's blood glucose was 310 mg/dl. Advised customer to monitor the insulin pump and call back if the issue recurred. Troubleshooting was also done for high blood glucose. The customer expressed excessive thirst as a symptom of his high blood glucose. The customer treated herself with insulin pump therapy. Advised customer to run a manual prime, and the customer stated insulin did exit the tubing. The customer stated that she removed the infusion set from her body and confirmed that the cannula was not bent. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.